Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual inspection showed missing tamper seal. During functional check, the reported complaint was verified by visual inspection. Found air bubble in downstream occlusion sensor seal. However, multiple high alarms displayed: downstream occlusion show in event history log. Recommended replacing downstream occlusion sensor as a preventative measure. Root cause is unknown. Replaced bubbled downstream occlusion sensor seal and downstream occlusion sensor as preventative maintenance. A non conforming report was opened to investigate downstream occlusion sensor seal issue.

Event description:
It was reported that there was a bubbled up downstream occlusion sensor seal during testing. No patient injury reported.